Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-may-2021, UDI#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had their ins and lead removed a year and a half ago (2017) because it was painful due to her having problems with ¿her coaxial¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1gwn5, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had discomfort which was why they had the device removed on (B)(6) 2018. They were not sure of the cause. The patient reported that, sometime in 2017 (a few months after implant) they ¿had it re-aligned¿ because of the discomfort and then it was totally removed in (B)(6) 2018 as it was just too painful because they had a ¿pelvic virus¿ at the time. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their issues were resolved with the removal of the device. There were no further complications reported or anticipated.